Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 06-may-2024, it was reported by the patient that five infusion set cannula was leaking due to which hyperglycemia occurs. High blood glucose level was 250 mg/dl. Event occurred on 05/06/2024, 05/08/2024, 05/17/2024, 05/22/2024, and 05/24/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 5.